Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the MFR. Investigation findings: the pump as received for eval. During extensive testing of this pump the reported problem was unable to be confirmed. The pump operated within specification during testing. Further investigation found the vacuum motor weak and a problem with the pc board; however, both were functional. The sales rep has provided add'l support to this facility regarding this product.

Event description:
It was reported that during use of this pump in a left knee arthroscopy for repair of a meniscal tear, the pt developed an extravasation extending from the knee to the thigh, diaphragm and upper back. It was reported that the pt received 5 liters of fluid in a period of 30 minutes at which time, swelling was observed. Following this procedure, the pt went to ICU for observation.